Event description:
Customer reported receiving a glucose reading of 475 mg/dl from her precision xtra meter and self-administered with 10 units of novolog insulin. As a result, customer reported experiencing symptoms of hypoglycemia and loss of consciousness. No third party medical intervention or self treatment was reported. Customer's meter was returned to the lab; however, the reported reading was not found in the meter's hyperterminal log on the medical event date. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
Customer's meter has been returned to the lab, and an investigation has determined the complaint is not confirmed. All results were within the range specification, and no errors or new issues were observed during control solution testing.